Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and an implantable cardiovertor defibrillator (ICD) was experiencing inappropriate therapy. During the surgical procedure the physician found the the lead had insulation damage and has turned 360 degrees (probably twiddlers syndrome). The lead was replaced with a new lead of the same model.